Manufacturer narrative:
Device was not returned.

Event description:
During a left anterovenous thrombectomy procedure, a #4 fogarty catheter was used. The balloon portion broke during the procedure, which resulted in one balloon being lost during the procedure.